Event description:
The customer reported the tube is arcing. No pt injury was reported.

Manufacturer narrative:
A ge representative evalauted the system and replaced the x-ray tube. System operates as intended. (B)(4).